Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving an alert for backup vvi. A device image was sent for further investigation. A device download was performed successfully. No patient symptoms were reported, but mentioned a fall on the day of the backup status.